Manufacturer narrative:
A motor control (mc) printed circuit board assembly (pcba) and blower assembly was returned for failure analysis. No anomalies were noted during visual inspection, the blower motor spins freely. The returned blower and mc board passed all testing. No alarms occurred during testing. The customer complaint was not verified; no fault was found.

Event description:
The customer reported a blower temperature failure. The customer stated both filters were dusty, and the cooling fan does operate properly. Patient or user involvement information is unknown and was requested from the customer. The customer did not respond. No patient or user harm was reported. It is unknown if the device was in patient use when this event occurred. Additional information has been requested. If this information becomes available, a follow-up report will be submitted. The device was evaluated by the customer and a philips field service engineer (fse). The fse replaced the motor control (mc) printed circuit board assembly (pcba) and the blower assembly. The unit was functionally tested and successfully passed testing. The unit was returned to service. No other anomalies were reported.